Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated the aluminum bar holding the hanger bent and broke with a patient in the lift. The facility stated that the lift is used on multiple patients all with in the weight limit. The caller stated that the patient was not injured as 3 aides were able to support the patient.